Event description:
The customer reported that the system would not display an image on the live monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The communication cable between the c-arm and work station was adjusted to establish proper contact. No further into is available.